Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4). Report resubmitted per FDA request.

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo 12.6 implantable collamer lens -6.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The surgeon in error implanted another patient's lens. The lens was explanted on (B)(6) 2016. The patient's post-op best corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4). The patient is under the age of 21 years old. Claim #(B)(4).